Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging that when the subject meter was dropped the casing broke at the seams. The reporter also stated the display cracked and developed black marks on the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.